Event description:
The pt received two leads (from the same lot) as part of her scs system. It was reported the pt no longer felt stimulation in her feet and legs; she stated she only felt stimulation in her back. An x-ray showed the leads had migrated. The pt decided to have her system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.